Event description:
It was reported that the patient experienced syncope episodes, ventricular fibrillation (vf) and was hospitalized. The right ventric ular (rv) lead was noted for high and unstable thresholds. The lead was capped and another lead was implanted. In addition, the implantable pulse generator (ipg) was reprogrammed and no further patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5568-53, implantable pacing lead, 2010-(B)(6); sedr01, implantable pulse generator (ipg), 2010-(B)(6). (B)(4).